Event description:
It was reported that balloon rupture occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres. The device was removed from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was good post procedure. It was further reported that the 75-90% stenosed target lesion was located in the mildly tortuous and moderate to severely calcified left anterior descending artery.

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres. The device was removed from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was good post procedure.